Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding insulin pump had been malfunctioning while they travelling internationally from the attorney of the family. The information received on (B)(6) 2019 stated that they believe that the motherboard of insulin pump was failing resulting in no delivery alarms and weak battery tests. In (B)(6) 2019, the customer was using a medtronic minimed (paradigm pump). Customer stated that medtronic could not help as insulin pump was out of warranty and they had to take injection every 20 to 30 minutes. The insulin pump will not be returned for analysis.